Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide with a 6fr sheath after a diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The whole monofilament was returned loose and intact. There was no evidence of suture break. The posterior cuff and needle tip were attached to the rail end. The anterior cuff was still loaded in the foot pocket. Based on the evidence found on the returned device, the anterior cuff was missed and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to suture break. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.